Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was on critical override. A technical support specialist (tss) dialed into the station and confirmed that the system time was correct. A critical override pop-up was observed, and it was noted that patients and orders were not crossing over, related to the cerner admission, discharge, and transfer (adt) interface. An email was sent to the customer advising them to contact their cerner adt support team to verify the connection. The customer also requested a station reimage, which was completed, and a separate case was opened and completed by a field service technician (fst) for a communication sled replacement due to a disconnected drawer. The fst confirmed in both cases that the station was now functioning correctly, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machines were in critical override mode. However, there were no delays or adverse events or injuries reported based on this event.